Manufacturer narrative:
Samples are lithium heparin plasma with a gel barrier that were centrifuged for 10 minutes at 3,500 rpm. Sample appearance was normal. Qc was within the customer's established ranges before and after the event. Service was offered and the customer declined as they did not believe this event was due to hardware. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that two samples from one patient collected at the same time resulted above and within the normal reference range for ckmb when tested on unicel dxl 600 access immunoassay system. The patient was re-drawn and resulted within the normal reference range. This result was reported out of the lab the elevated result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.